Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the test would not start on the adc device upon applying the sample to test strip. Due to this, customer was unable to obtain readings, was unable to talk, and subsequently experienced a loss of consciousness. The customer was seen by a healthcare professional who obtained a blood glucose result of 40 mg/dl, and treated with insulin (dose/type unknown). Please note the treatment of insulin is inconsistent with the reported blood glucose result. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the test would not start on the adc device upon applying the sample to test strip. Due to this, customer was unable to obtain readings, was unable to talk, and subsequently experienced a loss of consciousness. The customer was seen by a healthcare professional who obtained a blood glucose result of 40 mg/dl, and treated with insulin (dose/type unknown). Please note the treatment of insulin is inconsistent with the reported blood glucose result. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing for the precision strips has not been performed as the test strips are expired. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.